Event description:
The customer reported via phone call that the customer's insulin pump had a crack in the casing on the up button. The customer's insulin pump was not bumped or dropped. The customer's blood glucose was unknown. The customer stated that the drive support cap did not appear to be damaged. The customer was unaware of how the damaged occured. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, and scratched reservoir tube window.